Manufacturer narrative:
The investigation of positioning issues and hemolysis has been completed. The impella device was not returned for evaluation. The data log shows several suction alarms on the reported day of hemolysis. No trends in motor current or placement signals justify the cause of hemolysis during the case run. Additionally, no positioning-related alarms were reported. The cause of the positioning issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the hemolysis issue was most likely improper positioning of the device, based on returned product investigation. G1 reporting contact email revised on manufacturer device report in accordance with updated procedures. H6 health effect - impact code 4641 was erroneously entered on the initial manufacturer device report number.

Event description:
The complainant in germany had a 5.5 pump support ongoing for the patient admitted in with cgs and cardiomyopathy. The pump was supporting when there was poor positioning and signs of hemolysis. The team could not remedy either and so decisions/conversations ongoing for wean/explant and or lvad placement instead of the 5.5 pump. Support continues.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. Instructions for use for the related event are as follows: hemolysis - section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿